Event description:
It was reported, that "the pt has a leak." Limited info provided. There was no reported pt injury and / or change in therapy. The involved device has not been returned to the quality lab for analysis and investigation as of the date of this report.